Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included swelling, pelvic pain, headache, low back pain, joint pain, ovarian pain, pain menstrual, polyps, leiomyoma, numbness, pregnancy, cytology, delivery, esotropia, earache, uterine myoma and dizziness. Previously administered products included for an unreported indication: diclofenac, condrosulf 400 mg, nsaid, benzodiazepine and oral contraceptive. On (B)(6) 2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("hypogastric discomfort") and muscle spasms ("leg cramps"). The patient was treated with surgery (bilateral hysterectomy + salpingectomy). The reporter considered pelvic pain to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: after the insertion of essure in 2005. Essure insertion on 8 april 2008 diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2008: check-up and satisfaction survey were performed- correct placement -yes. Mammogram abnormal - on (B)(6) 2014: cyst measuring 1 cm in lower-outer quadrant (right breast) possible hamartoma.. Ultrasound scan - on (B)(6) 2014: palpable lesion, both breasts, core needle biopsy (cnb) cyst content mamb: breasts. X-ray - on (B)(6) 2013: knee x-ray. Pain and functional deficit persist; on (B)(6) 2014: small 1-cm subareolar lump is found upon physical examination of the right breast.; on (B)(6) 2018: normal spinal column movement. Negative to lasègue's sign.. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. Ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included swelling, pelvic pain, headache, low back pain, joint pain, ovarian pain, pain menstrual, polyps, leiomyoma, hemifacial anaesthesia, pregnancy, cytology, gravida ii, esotropia, earache, uterine myoma and dizziness. Previously administered products included for an unreported indication: diclofenac, condrosulf, nsaid-k, benzodiazepine derivatives and oral contraceptive nos. On (B)(6) 2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("hypogastric discomfort") and muscle spasms ("leg cramps"). The patient was treated with surgery (bilateral hysterectomy + salpingectomy). Essure (ess205) was removed on (B)(6) 2018. The reporter considered abdominal discomfort, muscle spasms and pelvic pain to be related to essure (ess205). The reporter commented: after the insertion of essure in 2005. Essure insertion on (B)(6)l 2008. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2008: check-up and satisfaction survey were performed- correct placement -yes. Mammogram - on (B)(6) 2014: cyst measuring 1 cm in lower-outer quadrant (right breast) possible hamartoma. Ultrasound scan - on (B)(6) 2014: palpable lesion, both breasts, core needle biopsy (cnb) cyst content mamb: breasts. X-ray - on (B)(6) 2013: knee x-ray pain and functional deficit persist; on (B)(6) 2014: small 1-cm subareolar lump is found upon physical examination of the right breast; on (B)(6) 2018: normal spinal column movement. Negative to lasègue's sign. Lot number:ess205, manufacture date:2004-08, expiration date: 2005-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-jun-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.